Event description:
A consumer reported having poor near and distance vision and is seeing halos following bilateral intraocular lens (iol) implant surgeries. In a follow-up, it was further reported that the patient had macular edema and was treated with medication. A yag procedure was performed for the right eye. In the surgeon's opinion, the device did not cause/contribute to the event. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Addition information was requested on 01/22/2010 and 02/03/2010 by phone, fax, and mail. Medical records were received on 02/11/2010. (B) (4)